Event description:
The beckman coulter dxh800 instrument generated an incorrect high nrbc result with instrument flags/messages ((B)(6) 2011) for a patient that was initially reported with low nrbc count ((B)(6) 2011). The erroneous high nrbc result was reported out. A new patient specimen was collected four days later ((B)(6) 2011) and the nrbc result obtained was consistent with the low count initially reported on (B)(6). Data review also indicated changes in wbc and differential results from previous results. The customer retrieved and reviewed the blood smear from the specimen collected on (B)(6) and no nrbcs were observed, hence confirming the low nrbc count. Per customer, information regarding any affect to the patient treatment could not be obtained. Service was not provided for this event. Raw data analysis provided the following: the scatter shows elongated lymphocyte populations which can occur if nrbc cells are present and overlap with lymphocytes. The algorithm provided an r flag for the high nrbc because there is no clear separation between lymphocytes and nrbcs in the scatter diagrams. Root cause is attributed to the poor separation between the lymphocytes and nrbcs in the scatter diagram. As a consequence, the algorithm provided instrument-generated flags and messages to alert the operator to review the nrbc result. Per labeling, the dxh 800 system manager includes flags, codes and messages to alert you to issues with patient or control results.

Manufacturer narrative:
As part of a retrospective review, this event was determined to be reportable.